Manufacturer narrative:
It should be noted that the revision has not taken place. Without further information or return of products the root cause of the complaint cannot be confirmed. A review of manufacturing records and complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Formal claim received regarding ultima tps hip implant. Revision is required, due to deep ache, mobility problems and raised cobalt chromium levels, but has not taken place yet.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states that a revision is required of an ultima tps hip implant due to deep ache, mobility problems and raised cobalt chromium levels. It should be noted that the revision has not taken place. Without further information or return of products the root cause of the complaint cannot be confirmed. A review of manufacturing records and complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.